Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported touch screen failure. There was no patient involvement. The service technician found no operational issue was confirmed but the touch screen was replaced upon the customer's request. In addition, confirmed the power led light emitting diode (orange) had illumination failure, so the power switch overlay was replaced then the phenomenon was improved. The service technician replaced the touchscreen and power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 18aug2020 b4: 20aug2020 d4: UDI:# (B)(4) the touchscreen assembly (touchscreen) was returned to the manufacturer's failure investigation laboratory for evaluation. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen's resistance measurements were tested, and found to be within specifications. The touchscreen was then installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen passed all testing, calibrated successfully, responded to touch commands, and no errors were generated.the reported complaint of a touchscreen failure was not duplicated. No-fault was found on the returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.